Event description:
It was reported that this right ventricular (rv) lead with the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances. The patient was seen in clinic and the device was reprogrammed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).